Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter addr 1: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's temperature did not appear on lcd window, even though a new temperature probe cable was connected to arctic sun device. At first, a foley catheter with temperature sensing cable was suspected to be defective and replaced with a new one. But the issue was not resolved. Afterwards, when they tried to use another temperature cable was connected to the same device, the patient's temperature was displayed normally. Thus, the temperature cable they used first might be any problem.